Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector, resulting in a gelled belt. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
The pt service representative (psr) assisting a (b)() old male pt contacted zoll lifecor customer support to report that there was blue gel present on the front therapy electrode pad. The pt received a replacement electrode belt.